Event description:
The customer reported that the insulin gauge displayed an amount different than expected, experiencing an issue with the fill estimate shown on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support educated the customer that the discrepancy can occur due to a variance in measured pressures used to calculate insulin remaining in the cartridge and advised that the fill estimate would adjust once the insulin amount matched the static number displayed. The customer understood and acknowledged this explanation.